Event description:
It was reported that noise oversensing was present on both right atrial (ra) lead and right ventricular (rv) lead of this pacemaker. The noise was stored as a ventricular tachycardia (vt) episode. Technical services (ts) review suspected this to have an environmental cause, as all measurements remained within range, and the noise was present on both the ra and rv leads simultaneously. These leads and pacemaker remain in-service. No adverse patient effects were reported.